Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
Patient underwent surgery on (B)(6) 2013 for the removal of a tibial rod and 5, 5.0 locking screws (3 distal and 2 proximal). The surgeon obtained cultures and irrigated the site. The hardware was not replaced and there were no issues reported during the surgery. This report is 1 of 2 for complaint (B)(4).